Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
During the pci procedure, the crb33350 was utilized, but the product would not inflate at 16 atmospheres. It was observed that the balloon did not inflate, and the catheter was pulled back. A new product was utilized for treatment.